Event description:
Numbness in feet, toes, legs. Neuropathy tested for nerve test e.t.g. Have neuropathy. Circulation in legs and arms is not good. Probably have a lot more health problems I don't know about. To prevent impairment of damage. Neuropathy. Dose or amount: 3 times daily. Route: every day. Denture cream. Dates of use: 1985 - now. Diagnosis or reason for use: dentures.